Manufacturer narrative:
The insulin pump passed self test and displacement test. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. Device received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, faded serial number label, keypad overlay texture damage, keypad overlay peeling, missing display window cover, end cap address label missing and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had difficulty reading the insulin pump¿s screen. The part of the button pad was also peeling away. They did not report any specific events leading to the anomaly. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.